Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a nurse that the patient presented at their facility due to frequent, worsening jerking symptoms that began on (B)(6) 2024. The caller noted that the patient did not have any of their external products with them. The nurse mentioned they had a note that on (B)(6) 2024, the patient's implantable neurostimulator (ins) had been turned back on because it had depleted and turned off. The patient could not turn the ins back on themselves because their patient programmer was (pp) lost. The agent reviewed the limited ability to assist without any external products present and redirected the nurse to page the local representative and/or see if any external products could be brought from the patient's assisted living facility.

Manufacturer narrative:
H10: a review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.